Event description:
It was reported that this patient had received two inappropriate shocks due to oversensing of low amplitude measurements. It was identified that smart pass had been disabled. The qrs was normal post shock due to possible postural change. Automatic set up was performed again and smart pass was back on in primary vector, but failed in secondary and alternate vectors. A boston scientific technical services consultant recommended further evaluation and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.